Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, there was moisture found in the display. There was no damage to the battery cap and the battery cap was able to secure to the pump. The pump failed to power on. The pump was opened and moisture damage was observed on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that the pump stopped powering on after the patient went swimming with the pump. The reporter indicated there was moisture seen under the led display screen. There were no reports of physical damage or misuse to the pump. There was no allegation of harm or injury was a result of the reported issue; however, this complaint is being reported because the reported issue was not resolved with troubleshooting with animas. A replacement pump was sent to the patient.